Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted dampness on the paper towel beneath the transfer set. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This occurred during ongoing automated peritoneal dialysis therapy, during fill phase. There was no report of patient injury or medical intervention associated with this event. No additional information is available.